Event description:
Needle broke off in abdomen after injection. She went to ER and had an x-ray. She was examined by surgeon and radiologist. Consumer consulted her md on a later date. No other treatment was received for needle break off.

Manufacturer narrative:
Product has been received and analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.